Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted due to sui. It was reported that following insertion the patient experienced urinary/bowel problems, recurrence and dyspareunia. It was reported that the patient underwent a hysterectomy on (B)(6) 2011. It was reported that the patient underwent mesh removal on (B)(6) 2012 due to eroded urethral mesh. It was reported that the patient underwent mesh removal on 10/25/13 for pelvic pain and recurrent sui. It was also reported that the patient had mesh repair on (B)(6) 2014 for lysis of adhesions and posterior repair. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted along with concurrent cystoscope. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, bleeding, and dyspareunia. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent laparoscopic tubal fulguration on (B)(6) 2008.